Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep)indicated the patient¿s weight was unknown. It was noted the ER department initially paged the rep. Regarding the cause of the overdose type symptoms, it was noted the patient was increased by 20% the day before on her daily rate. It was unknown if her ptm was increased at that time. It was noted at the time of visit in the ER, the patient was around 4.2 mg day (simple continuous) and had a ptm that was programmed for 4 activations a day at 1 mg per activation. They turned the pump down 20% and deactivated the ptm. It was reported it was the rep¿s educated guess the patient was receiving too much medication. Regarding if the condition resolved, it was noted to the rep¿s knowledge it was resolved as they had not been contacted further to decrease the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) receiving intrathecal morphine (unknown) at an unknown dose/concentration via an implantable pump for non-malignant pain. It was reported by the company rep was called to the emergency department (ER) to help turn down a patient's pump by 20%. The company rep was informed that patient 'had been increased earlier in the day and then started having overdose-type symptoms'. The rep also noticed a motor stall message when checking the pump. Logs showed pump had stalled for about an hour but recovered a short time ago. The company rep stated that the patient did not have an magnetic resonance imaging (MRI). The company rep was able to determine that the ER had put a magnet over the pump to stop it while they were waiting for the rep.